Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pace impedance measurements greater than 3000 ohms. Technical services (ts) discussed that this was a sudden increase. Additionally, it was suspected that this rv lead was revised. No further information was provided, but it has been requested. No additional adverse patient effects were reported. This lead remains in service. Additional information was received that this lead was confirmed to be fractured. The lead was revised and it was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.